Event description:
It was reported the patient presented in clinic for a generator change. The pacemaker lasted 4.5 years suggesting premature battery depletion occurred. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The pacemaker was received at elective replacement indicator (eri) for analysis. Analysis of the device image revealed current drain approximately ten times that of normal current which is consistent with increased duty cycle of the internal circuity cause by a firmware anomaly.